Event description:
Consumer called to report that after using clear care 3% hydrogen peroxide clean and disinfectant solution (ophthalmic solution), she experienced severe eye burning and watery eyes. Consumer believes that the disc that is supposed to be at the bottom of the solution bottle, does not last for the duration of the product, so the solution no longer is being neutralized. Consumer has contacted the manufacturer via email, and has yet to receive a response. She has authorized FDA to provide her name in order to facilitate the complaint follow-up. Eye irritation.